Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir of insulin pump got air and leak. Customer's blood glucose value was 135 mg/dl at the time of incident. Customer stated that plunger was came out. The reservoir will not be returned for analysis.